Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where they were tested using two human blood samples from warfarin donors and internal reference meters. Donor 1 inr: 2.9 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 43%. Donor 2 hct: 51%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Customer meter and master lot strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.0 inr. Customer meter and master lot strips: 2.1 inr. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to itself. The first result from the meter at 7:12 p.m. Was 5.0 inr. The second result from the meter at 7:14 p.m. Was 3.7 inr. The patient's therapeutic range was 2.0 - 3.0 inr.